Event description:
A physician was applying a fallopian tube clip to the tube when it was noted that the spring did not advance all the way over the jaws. Another fallopian clip applicator was used to complete the tubal sterilization procedure. No pt problems were reported.